Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. Troubleshooting results revealed that the pressure transducer printed circuit board has been found defective and it was replaced to resolve the issue. The device was delivered to the user in working condition. Review of the provided logs confirm occurrence of the reported issue, additionaly pressure transducer test failure and flow transducer test failure have been found in the device's logs on the same date as reported failure since these issues could be consequences of pressure transducer printed circuit board malfunction. The issue was decided to be reported as a defective pressure transducer printed circuit board may lead to high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).